Manufacturer narrative:
H6- health effect- clinical code 4581: ametropia. Claim#: (B)(4).

Event description:
A healthcare professional reported that his patient has progressed to approximately -2 over the past 8 years. Healthcare professional requested a medical consult for a potential lens exchange. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per updated information the lens was successfully removed and replaced. The patient was 20/15-1 at one week post-op, with an approximately 400 micron vault, and patient is very happy. D6a:unknown. D6b: unknown. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).